Event description:
It was reported that the pacemaker set screw could not be disengaged from the hex wrench. The pacemaker was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the patient presented for a device change procedure. The patient remained stable throughout the procedure.